Event description:
Tubing leaks at connection between blue tubing and 2 way port. This device was not used on the patient.======================manufacturer response for pruitt f3 carotid shunt, pruitt f3 shunt (per site reporter).======================representative will take product on wednesday.